Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin irritation. For treatment, the patient was prescribed a antibiotic. The pod was worn between 36 and 48 hours on the arm. The pod was discarded and the patient was discharged the same day.